Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. When the physician attempted to explant this system, there was resistance removing the ventricular lead from the patient's anatomy. Ultimately the lead could not be extracted, so the lead was surgically abandoned and the pocket was closed. The patient was transferred to another facility to use laser extraction to remove the lead. There were no additional adverse effects reported.